Event description:
It was reported that the implantable neurostimulator was in overdischarge and that there was a power on reset (por). The patient reportedly did not charge for 5 months "because of issues with a part for the belt (a clip)." It was noted that this was the second time the device went into overdischarge. It was stated that the patient did 2 physician recharge mode (prm) the night prior to the report and the third prm was started the day of the report. It was noted that an antenna relocate test was performed and the manufacturer representative was able to "charge normal" with 8 coupling bars as a result. Reportedly, therapy was "good" before overdischarge. It was later reported that the por was cleared and the battery showed end of service (eos). It was stated that the patient and doctor "agreed to replace the old battery with a new one as soon as possible." It was noted that leads looked "good" at the time. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).